Manufacturer narrative:
Reference sus voluntary event report number mw5062558. Narrative on the report initially reported skin irritation at electrode sites of "several" patients. Additional information from the report mentioned the customer preference issue related to the change in manufacturing process of the calcium carbonate supplied to weaver and company. The product they are referring to (lots 184 to 274) met all performance requirements and specifications, but we know from customer feedback that clinical performance varied from our standard. Skin reaction occurs in a very small populations of patients who have sensitive skin. Also, long-term monitoring procedures have been shown to cause skin irritation in some patients. According to the ten20 IFU, the user is cautioned to be aware and monitor poor skin tolerance to topical applications, like ten20. See ten20 IFU caution statements. We find no evidence that a change in performance from the different calcium carbonate (lots 184 to 274) have caused any change in basic performance that has resulted in skin irritation. Device not available for evaluation.

Event description:
Received sus voluntary event report from FDA on 8-11-2016. Initial reporter claimed they had several patients with continuous eeg monitoring who experienced skin irritation at the electrode sites after the procedure.